Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A meter to hcp meter comparison was made with the reporter's meter reading 124 mg/dl and the dr's meter 206 mg/dl. Tests were done side by side. There were no symptoms. Reporter did not have control solution for testing.